Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the returned unit. However, the complainant¿s experience could not be replicated or confirmed as the device passed all relevant testing and functioned as intended. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred.

Event description:
Procedure performed: wide local incision event description: device was being used to seal and cut breast tissue. Eb217 was being used in the incision to seal breast tissue, the plastic shaft of voyant was lent against the skin next to the incision, when the shaft was moved to the other side of the incision to seal different breast tissue, it was noticed that there was a small burn mark on the skin, caused by the shaft of voyant. It caused a small superferical burn. Small superficial burn, should recover normally. Continued to use to the remainder to the case. Intervention: continued to use to the remainder to the case patient status: small superficial burn, should recover normally.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: wide local incision. Event description: device was being used to seal and cut breast tissue. Eb217 was being used in the incision to seal breast tissue, the plastic shaft of voyant was lent against the skin next to the incision, when the shaft was moved to the other side of the incision to seal different breast tissue, it was noticed that there was a small burn mark on the skin, caused by the shaft of voyant. It caused a small superferical burn. Small superficial burn, should recover normally. Continued to use to the remainder to the case. Intervention: continued to use to the remainder to the case. Patient status: small superficial burn, should recover normally.